Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch #436c32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. In addition, the reload was damaged from a corner and this condition does not allow to load properly. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and a test reload was loaded. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 436c32, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number a9d30e and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the instrument did not fire with the second reload. No patient consequences reported.